Event description:
A tech reported that following intraocular lens (iol) implant surgery, a pt wanted the iol exchanged, due to the iol being yellow. The pt stated that since the iol surgery, everything had a yellow tint. The pt was upset that the surgeon did not tell him the iol was yellow. The surgeon reported that the pt had good visual acuity following the implant surgery. In a follow up, the surgeon reported that the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/03/2009, 06/04/2009, and 06/16/2009 by phone, fax, and mail. A completed questionnaire was received on 06/08/2009. This report was mailed to FDA on: 07/02/2009.